Event description:
Failed no sensor [device issue] case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company's technical services regarding an alarm condition of a failed no sensor with inomax dsir# (B)(4). The device was not in use on a patient. The rt stated that the failure occurred upon start up. Low and high calibrations were performed, but the failure remained. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.

Manufacturer narrative:
Case comment: (B)(6) 2015: this is a non-serious, post-market report involving inomax delivery device dsir. No adverse event associated with the device failure was reported in this case. The device failure is considered reportable because previous, similar device failure had been associated with serious adverse patient consequence (index case MDR # 3004531588-2013-00022). Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log confirmed the reported complaint of a failed no (nitric oxide) cell alarm which immediately followed a failed low no cell calibration with high point: 1083 counts, low point: 730 counts. The service log also showed a delivery failure (of) alarm with monitored no>absolute maximum of 100 parts per million (ppm), actual value: 105 ppm. Elevated low counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the of that occurred prior to the failed low calibration. The rsc experienced the reported complaint of a failed no cell alarm at bootup. The rsc performed high/low calibrations to clear the alarm and replaced the no cell as a precaution. The rsc did not experience a of alarm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).